Event description:
It was reported that a week prior to the surgery the right cylinder of an inflatable penile prosthesis (ipp) eroded into the urethra. The patient was on honeymoon and indicated using the device "a great deal of the time". During the procedure the tip of the implant was visible eroding through the right side of the urethra. There were no signs of infection. The physician cut and removed the cylinder and then secured the remaining tubing with a metal plug. No other components were explanted. The patient did not experience further adverse events and was said to be good after the procedure.